Event description:
Right subclavian central line snapped into two pieces. Baby stable. The line was removed during a sterile bedside procedure. Another line was placed. The patient is in stable condition.

Manufacturer narrative:
No consequences to the patient were noted. Device breakage is not labeled in the IFU. Event evaluation: still under investigation.